Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure and while mapping with a thermocool smarttouch sf (stsf) catheter and lasso catheter, the patient experienced blood pressure drop and pericardial effusion treated with pericardiocentesis. A pericardial effusion was noticed mid-case. The patient's blood pressure dropped while maneuvering the lasso catheter and stsf ablation catheter in the left atrium. The pericardial effusion was noticed and confirmed with an intracardiac echocardiogram. The procedure was aborted. The medical intervention provided was pericardiocentesis. The last known patient status was stable. The physician believed that the injury occurred due to the agilis sheath. The following bwi devices were inside of the body when the pericardial effusion was noticed: soundstar catheter (8-french), stsf catheter (d/f curve), coronary sinus catheter (d curve), and the lasso catheter. No ablation occurred when the injury was noticed. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).